Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. Subsequently on (B)(6) 2015, the patient underwent revision surgery; the abutment was removed and the implant was abandoned. During the same procedure, a new implant and magnet was placed. The implanted device remains.